Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the broken instrument was confirmed. The clinical/medical investigation concluded that, there was no patient injury as a result of this device related incident, and the broken tip was removed. The procedure was completed using the same instrument, without delay. Therefore, no further medical assessment is warranted based on the information provided. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr, the handle tip of a r3 straight shell impactor broke inside the patient. No patient injury was reported. There was no significant delay and the procedure was finished using the same device.